Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for occipital neuralgia. It was reported the patient had an elective replacement indicator (eri) messaged on their rechargeable device. It was reported that there was no dissatisfaction with the ins longevity. The patient was redirected to their healthcare provider to discuss replacement of their device. It was reported that the event occurred last sunday on (B)(6) 2016 and no symptoms were reported. Additional information was received by the patient on (B)(6) 2017, reporting that their device was at end of service (eos) a couple of months ago (2017). It was reported that the device was off/disabled and no longer providing therapy. It was stated that the patient¿s stimulation shut off on saturday morning and they could no longer get it turned back on. It was later reported that the patient¿s stimulation turned off on friday. It was unknown if there was an allegation of dissatisfaction with the ins longevity. It was reported that the patient started to seeing symbols on their device at the end of last year (2016) and that they were not certain of what the symbols were. Though it was stated that the manufacturing representative came out to check it and said everything was fine, the patient was redirected to follow-up with their managing healthcare provider to discuss the possibility of scheduling a replacement surgery. The patient did not have a healthcare provider and a list of physicians were provided to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.